Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and a rotated heart. One clip was successfully implanted. It was noted that imaging was difficult. To further reduce tr, an additional clip was inserted and deployed on the mitral valve. However, after deployment the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and a rotated heart. One clip was successfully implanted. It was noted that imaging was difficult. To further reduce tr, an additional clip was inserted and deployed on the mitral valve. However, after deployment the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.